Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right aorta in a 43-year-old male patient presenting in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk surgery (aortic valve replacement). The device was explanted on (B)(6) 2025. The patient underwent a redo surgery on (B)(6) 2026 for endocarditis and an infected graft. The surgeon thought that the infection could have been from the side arm used for the impella. The post-procedure outcome is survived at explant. The device functioned at p-4 at 2.4l/min with no issues. In cases where an impella 5.5 is implanted via a vascular graft, there is a risk of long-term infection of that graft, requiring intervention.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Infection/inflammation/post-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details.